Event description:
In 1972 rptr had silicone gel filled breast implants. Before 1989 she had no real known problems except for some hair loss on her scalp and some red spots on her body which took almost 2 months to disappear. She was told by drs that this was a "winter reaction." From 1986 to 1989 after missionary work and travel, she had hepatitis b. Since 1989 her main symptom is chronic fatigue with a high sedimentation rate (35) and ana positive 1:20. She had "burn-out" aggravated by a broken breast implant with silicone in the tissues. She also has weakness, no muscle strength, activities limited almost as if she were an 80-yr-old woman, short-term memory problems, angina-like heart trouble, shortness of breath with physical effort, and had red spots on her right leg. (*)